Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised because of loosening of the tibial and femoral components. Update received (B)(6) 2013 - product was received; therefore, the complaint is being reopened so it can be updated with part/lot information. The complaint was updated on (B)(6) 2013. Update rec'd (B)(6) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. This complaint was updated (B)(6) 2013. Update recv'd (B)(6) 2013 - patient's medical records were received. Records indicated the patient had depuy cement. The cement is being added to the complaint. This complaint was updated: (B)(6) 2014.

Manufacturer narrative:
(B)(4):the supplied medical records were reviewed and from a medical perspective, based on the information available, it is unlikely the complaint is product related. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.